Event description:
It was reported that the patient experienced continued wound drainage in her neck and tenderness at the device pocket. The patient was diagnosed with lead migration and infection. The patient's neurostimulator and extensions were explanted; the patient had recovered without sequela and desired re-implant. The hcp reported the date of onset had been 2007; the patient had experienced burning pain in the generator pocket; there had been no drainage. Other symptoms included redness and swelling. The occipital lead had "migrated up her head and protruded from skin." There had been a loss of analgesia attributed to the dislodgement. The infection had been located at the device pocket and lead track; a culture was obtained from the pocket, which had revealed a "staph species". It was unk if other risk factors were present prior to system placement; the patient did not have meningitis. The leads had been removed at the time of total system explant on the following month; all system components were explanted and had not been replaced. The patient had received both IV and oral antibiotics. There were no further problems noted and the patient had healed well; the infection has resolved. Refer to MFR reports "3004209178-2007-02767 (6000032-2007-02767), #6000153-2007-02768 and #6000153-2007-02769.